Event description:
Healthcare professional reported "perspiration of silicone, intracapsular rupture reason for recovery. With folds, waves, round-shaped rotation. Capsular contracture baker grade I". Device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b6, d1, d2a, d2b, d3, d4, g1, g2, g4, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "perspiration of silicone, intracapsular rupture reason for recovery. With folds, waves, round-shaped rotation. Capsular contracture baker grade I". Device has been explanted. This relates to the right side.